Manufacturer narrative:
The review of logfile shows the treatment was aborted after the warning message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿. The message indicates that the user pressed the right footswitch to turn off the vacuum. All other treatments on that day were finished successfully without interruption or any problems. No technical root cause was identified as the system was operating within specifications. The root cause is user handling. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A certified ophthalmic technician reported an incomplete flap during a lasik flap procedure on a patient's right eye. Suction loss was also noted to have taken place after the laser had fired. Upon follow up, suction loss occurred at 70% of the procedure. There was no patient harm reported. The patient opted to not have eye re-treated since prescription was minimal.